Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. No product was returned and no functional test or inspections could be performed. No x-rays, scans, pictures, or physicians reports were provided. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. The instructions for use (IFU) for this product states in the section titled possible adverse effects: 1. Poor bone formation, osteoporosis, osteolysis, osteomyelitis, inhibited revascularization, or infection can cause loosening, bending, cracking or fracture of the device. 3. Migration, bending, fracture or loosening of the implant. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated report: 0001032347-2017-00751-2.

Event description:
Upon follow-up with the distributor for this case it was stated the surgeon and patient agreed no to do a re-operation. In addition, it was reported emergency screws were used in the original surgery, therefore there is no other option to fix the problem.

Manufacturer narrative:
The user facility is foreign; therefore a facility medwatch report will not be available. The lot number is unknown; therefore the device history records are unable to be reviewed. The screws have not been explanted at this time, therefore no product is available for evaluation. The warnings in the package insert state this type of event can occur. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. This is report two of two for the same event, reference report 0001032347-2017-00751.

Event description:
It was reported eleven months post operative during a follow up visit two loose screws were identified. "In this case we had a baseplate for the fossa on the left side. The two posterior screws are loosened. They are not holding in the skull. Possibly the reason is because they are to short. The bone in this area is to thin so we can not use longer screws." At this time the screws have not been removed, however the sales representative has inquired if emergency screws can be used.

Manufacturer narrative:
This is supplemental report two of two for the same event, supplemental report one of two is reported on MFR # 0001032347-2017-00751.

Event description:
The sales representative advised that emergency screws will be implanted. No reoperation date has been provided at this time.